Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. No adverse impact related to the occlusions; however, customer had a blood glucose of 50mg/dl as the customer had entered in 10 carbs less than actually consumed. Customer changed out pump supplies to address the alarms.